Event description:
Event description guidant received information that at a routine pacemaker changeout procedure, this ventricular lead was surgically abandoned due to an impedance measurement of greater than 2500 ohms.